Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received 36 unused insyte autoguard 22ga units in sealed packages from material number 381823, lot number 0016699. The 36 units were received in a dispenser. In addition, 8 photographs were received which displayed similarities to that of the returned units. A visual evaluation was performed on the returned packages which displayed the package perforation cut/slit was present on 28 of the returned packages. These packages were pulled apart with no issues. However, 8 packages (four pairs), displayed partial perforated slit/cuts. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect resulting from low pressure on the cutting knife. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that 5 bd insyte¿ autoguard¿ shielded IV catheters had poor package perforation before use. The following information was provided by the initial reporter, translated from japanese to english: "this is a report about poor perforation on the packages. The customer could not separate individual packages due to poor perforation and used scissors to separate some of them."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 bd insyte¿ autoguard¿ shielded IV catheters had poor package perforation before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "this is a report about poor perforation on the packages. The customer could not separate individual packages due to poor perforation and used scissors to separate some of them."